Manufacturer narrative:
The screw involved in this event not returned to co. Orthofix quality department performed a dimensional analysis of the catalog number gp432, 32mm screws (sample size 3) pulled from the purchase order under which the involved screw was purchased/built. The dimensions that could have effect on the area of the alleged breakage have been assessed and no discrepancies were found. Furthermore, the complaint trending data was evaluated and it was noted that, at this time, there is no negative trend. Orthofix quality department will continue to monitor and trend complaints.

Event description:
The eight plate screw broke during treatment. The doctor will replace the broken screw with another eight plate screw with another eight plate screw.